Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid right coronary artery (rca). A 3.50x16mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage and the stent moved on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent had moved distally on the balloon. The visual and tactile examination of the device found that the hypotube was kinked at multiple locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).